Event description:
It was reported difficulties were encountered firing the needle of this biopsy needle during testing. Upon visual examination of the needle, a burr was noted on the outer cannula. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device is currently being evaluated by this MFR. A supplement will be forwarded upon completion of the engineering evaluation. Co unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."